Event description:
A caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer planned to continue using the current pump and considered using an alternate method for insulin delivery if necessary while they awaited the replacement. The pump was out of warranty, and the customer was unsure if they wanted to proceed with an out-of-warranty loaner pump but planned to follow up with technical support if they decided to move forward with this option.